Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula with 8 infusion sets after using the sets for 4-6 hours for all events. The site of insertion was abdomen and upper buttocks and was rotated regularly. Patient noticed symptoms 3 or more hours after insertion for all events. However, patient's blood glucose leves became high for which patient took correction injection via multiple daily injection (mdi) and replaced infusion set. However, the patient had to go to the emergency room (ER) and was subsequently hospitalized. The patient also had ketones and the ketone level was identified as life threatening by the health care professional (hcp). At hospital patient received intravenous and fluids of saline and insulin which resolved the issue. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.